Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; however, the exact value was not provided. The customer declined to perform troubleshooting with tandem technical support and abruptly ended the call. During a follow up call, the customer stated that they are "fine" now and abruptly ended the call again.